Event description:
The patient was implanted with an scs system consisting of a lead and an ipg. It was reported that the lead was measured and had high impedance readings. The physician explanted and replaced the lead on (B) (6) 2009, due to a possible lead fracture. No further information is available.

Manufacturer narrative:
Evaluation results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is kinked with broken wires approximately 19.5cm from the stim end. Lead has compression damage approximately 14.5cm from the stim end. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.